Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report experiencing a battery indicator issue with her one touch2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the battery indicator warning began on (B)(6) 2011 at 8 pm. The patient states that she manages her diabetes with lantus insulin (self-adjuster). On the morning of (B)(6) 2011, despite the alleged issue with the subject meter, she continued her routine and made no changes to her medication. Approximately 9 hours later, after the alleged product issue began with the subject meter, the patient reported feeling sweaty. The patient denied receiving any treatment in response to her symptom. At the time of troubleshooting, the cca noted that the battery needed to be replaced but patient did not have a new battery available. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.